Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump revealed deposition in the proximal rotor, outlet stator, and rotor body. There was no evidence of lamination/denaturing and there were no contact marks on the rotor to indicate the presence of deposition while the pump was operating. The depositions appeared to have developed acutely due to poor surface washing, as a result of an acute low flow event or an interruption in flow. However, a specific cause for an interruption in flow could not be conclusively determined. Surgical tool damage to the silicone sleeve and bionate was present ~5" from the pump. However, this damage would not have been present during operation and no other damage to the driveline was identified. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of event reflects the date of notification that the pump would be returned for evaluation. Approximate age of device - 1 year. The device was returned for investigation. The evaluation is not yet complete. Notification was received from the customer that they would be returning the pump for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.